Event description:
It was reported that the user experienced an insulin delivery interruption due to an occlusion on the ilet, following an attempt to refill and reuse a cartridge, and the user did not acknowledge the device alert for several hours until resuming delivery, which resolved the occlusion. Symptoms included hyperglycemia peaking at 340 mg/dl. Outcomes included restoration of insulin delivery after alert acknowledgment and resumption of therapy. Investigation included review of device logs and user interview with troubleshooting and education. Investigation of this case revealed an insulin occlusion associated with the infusion set and cartridge, likely related to cartridge reuse, and lack of timely alert response contributed to the extended interruption. It was concluded, based on previously established findings for similar reports, that user-related factors were the most probable cause, and education was provided on proper cartridge handling and prompt alert acknowledgment.